Manufacturer narrative:
Additional information in section b investigation result: a 2290s product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot ta250182. The feedback provided by the customer states that, " the line with the check valve, intended for fluid administration, was completely blocked" further information from the customer has stated that the lines were manually primed and occlusion was discovered during manual priming. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot ta250182 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2290s set in the past 12 months.

Event description:
Additional information: please confirm if the lines were all primed? Manually primed. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? To be used with IV pump. No information regarding pumps, due to discovery of occlusion during manual priming.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd tiva/tci set 3-w was occluded. The following information was provided by the initial reporter: occlusion in set. During use. The tci set was connected to the patient, and during induction, the two lines with propofol and remifentanil functioned properly. However, the line with the check valve, intended for fluid administration, was completely blocked. This line was also supposed to deliver a low dose of noradrenaline at 20 micrograms/ml. As a result, the patient experienced a drop in blood pressure during induction.